Event description:
It was reported to philips that the defibrillator is getting a failure error. No patient involvement reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy pca. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the therapy pca was faulty and needed replacement. The therapy pca was replaced and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.